Event description:
The reporter stated a 3-piece silicone lens model aq2003v was implanted and the haptic broke during insertion. When the lens was removed, the incision was enlarged and a suture was needed. The reporter stated there were no other patient injuries and the cause of the lens damage was unknown. An msi-tm injector and aq cartridge fp were used, but the lot numbers were unknown.